Event description:
An in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat lesion restenosis. Six months post use of the in.pact admiral the patient expired, cause of death is currently unknown.

Manufacturer narrative:
Update to clarify date of death : (B)(6) 2015 .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to outcomes attributed to adverse events date of death is (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.